Manufacturer narrative:
Product analysis summary: the delivery system returned with contrast visible in the balloon. It was not possible to load patency mandrel most likely due to hardened blood in the guidewire lumen. The balloon failed negative prep. On pressurisation of the delivery system, liquid was observed exiting the mid-section of the balloon working length. The balloon failed to maintain pressure. Upon visual inspection of the delivery system, there was a burst site on the balloon material at the midsection of the balloon working length. Lead in scratches were not evident proximal or distal to the tear site. No other damage evident to the remainder of the delivery system. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a mildly tortuous, moderately calcified lesion exhibiting 60% stenosis located in the mid lad. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated using a 1.5x10mm balloon 3 times at nominal pressure for 20 second durations. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that a balloon burst after stent deployment .the device was not re-positioned in the lesion prior to the burst. It is indicated that prior to rupture the balloon was inflated twice at 12atm for 20 second durations. The stent was deployed. Another balloon catheter was not used. It is indicated that post dilation was not performed. The patient is reported to be alive with no injury.